Manufacturer narrative:
Additional information was provided in d.3., d.9., h.3., h.6. And h.11. The lens was returned in a small plastic container adhered to a white sponge. Viscoelastic was visible on the lens. One haptic was broken at the gusset area (not returned). The lens was cut into two pieces across the center of the optic. Power and resolution could not be reverified due to the optic damage. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens rotation, possible tilt in the eye could not be determined. The lens was returned in two pieces, typical of a removal. The power and resolution could not be reverified due to the optic damage. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the healthcare professional (hcp) calculated with astigmatism fix, which showed that a residual astigmatism of 1.0 diopter would remain despite rotation. The company (1.50cyl), 18.0 diopter lens was replaced with a company (2.25cyl), 18.0 diopter lens to accommodate for the residual astigmatism. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced that the company toric lens has rotated and would have to be re-rotated. Surgeon calculated with astigmatism fix, which showed that a residual astigmatism of 1.0 diopter would remain despite rotation. A lens exchange desired. Additional information has been requested and received stating the company toric iol was exchanged for different model toric company lens following the initial implant procedure without any harm to the patient. Additional information has been received stating as per physician, possible tilt of the lens in the capsular bag caused the issue.